Event description:
The caller states that her husband stood up in the wheelchair when they pulled it out of the trunk of the car and broke the seat rails. The caller states that her husband has a disease that when he stands up he falls and it is something he does constantly. The caller states that it is a rare form of parkinson's. The caller has no further information to provide.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.